Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located at the moderately tortuous and severely calcified vessel below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).